Event description:
It was reported that the ilet displayed persistent alert 60 and alert 76, consistent with a bluetooth communications and bow power malfunction, and the user was instructed to discontinue pump use, revert to backup therapy with syringes, and monitor with fingersticks; the affected device had a circuit board implicated. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed signal loss consistent with failure to read input signal, traced to the device¿s circuit board. It was concluded, based on previously established findings for similar reports, that the cause was component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.